Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event. The right atrial (ra) lead was also returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2010, 6947 implantable tachy lead (B)(6) 2010. (B)(4).